Event description:
Reporter indicated that the site's programming system would not interrogate on multiple pts. Per the reporter, the data received light would flicker, but the handheld would not go past the interrogation screen. Troubleshooting was performed, but the problem persisted. The product has been returned to the MFR, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.